Event description:
It was reported that during a procedure, the health care professional (hcp) applied a magnet over this cardiac resynchronization therapy pacemaker (crt-p) device and the patient reported experiencing unwanted stimulation. The device was interrogated, and no stimulation was found, however device exhibited loss of capture (loc) on the left ventricular (lv) lead. Threshold settings were changed, and the magnet was applied again, and the patient still reported the unwanted stimulation. The threshold settings were reprogrammed once more which successfully resolved the loc and no stimulation was observed during threshold testing. At this time, the lv lead remains in service. No additional adverse patient effects were reported.